Event description:
Customer called about high blood glucose while wearing her insulin pump. Customer's blood glucose is 205 mg/dl. She felt light headed. She treated with the device. The drive support cap appeared to be not level. Insulin exited during manual prime. There was no leak. There were several low reservoir alarms in the history. The device's history is accurate. Troubleshooting could not be completed for lack of tubing clamps. Customer was advised to change her infusion set and reservoir and monitor the device. She was told to call back to complete troubleshooting when the she receives the tubing clamps. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.